Event description:
I had a medtronic pain pump replaced in (B)(6) 2019 and I noticed a slight difference in its performance over the next several months. I was having to give myself extra bolus shots everyday whereas with the old pump that wasn't happening. On (B)(6) 2020 I had my regular pump refill and ask my doctor to increase my dosage so I wouldn't have to bolus which he did. Two days later I started have morphine withdrawals which grew worse each day. Over the next two months I begged my dr and the medtronic rep weekly to change my pump because it wasn't working at all and the rep said the only way he would change it was if I paid for it. The doctor thought I'd overdosed and prescribed me medicine to counteract it. I spent 7 days in intensive care and almost died because of the pump. I spent over 2 months in pure hell because of a medtronic pump and the unprofessional people that were supposed to help me. I was never told the outcome of the test on the pump by medtronic. My pump was replaced on (B)(6) 2020 by a kind surgeon. Medtronic never informed me of the test they were to perform on the pump. FDA safety report ID #:(B)(4).